Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and that the cartridge was leaking. There was no reported adverse impact to the customer's blood glucose level. Customer declined trouble shooting with tandem technical support and further information was unable to be obtained.